Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The replacement of the device was scheduled, however after discussion with the patient, the patient decided to not have a device replacement. This device remains in service, it will not replaced and will not be returned. No further adverse patient effects were reported.